Event description:
It was reported by service report that the siderail was broken and there were exposed sharp edges. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail.